Event description:
The core sumex drill was sent for eval due to overheating during a procedure. The procedure was completed with the same device with no procedure delay; no adverse event was associated with the device.